Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurements showed affected channels. The user is still doing well currently and wearing the audio processor. However, re-implantation is considered.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, as the device has been received incomplete an exact location of the damage cannot be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
In situ measurements showed affected channels. The user has bene reimplanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements reportedly showed affected channels. Re-implantation is considered.